Event description:
It was reported that failure to deploy filter and device damage occurred. A transcatheter aortic valve replacement (tavr) procedure was being performed with use of a sentinel cerebral protection system (cps) for embolic protection. The patient anatomy contained a normal type 1 aortic arch. The sentinel cps was inserted through the 6fr radial sheath and advanced to the brachiocephalic artery. The proximal filter was deployed. The articulating distal sheath was advanced to the left common carotid artery however the physician was unable to position and place the distal filter despite several attempts. During these attempts, additional force was applied to the device and the distal filter slider (#3) kinked. The sentinel cps was removed. Once out of the anatomy, the staff attempted to flush and deploy the filter. During this attempt the distal filter slider (#3) broke. A second sentinel cps was prepared and inserted with successful deployment of the filters. The tavr procedure proceeded. Due to the horizontal anatomy the doctor decided to use a non-boston scientific (bsc) wire. During the non-bsc valve positioning, the non-bsc wire perforated the left ventricle. The non-bsc valve was successfully implanted, and the sentinel cps was removed. The patient was sent to the critical care unit however they did not recover and died that evening. The physician assessed the death as unrelated to the sentinel cps. The cause of death was due to left ventricle wire perforation from the non-bsc wire, resulting in cardiac tamponade. The first sentinel cps was received for analysis. Visual and microscopic analysis identified the articulating distal sheath to be damaged, the distal filter slider (#3)/inner member were detached, and the distal filter slider (#3) was kinked. Additionally, the proximal sheath was kinked, and the proximal filter was partially detached from the looping form. Angiography videos were provided of the first sentinel. The videos showed the distal filter unable to maintain its position due to the damage on the articulating distal sheath. A picture showed the distal filter partially deployed, the articulating distal sheath damaged, and the proximal filter partially detached from the looping form.